Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of 20 mg/dl, 14 mg/dl, 156 mg/dl, 20 mg/dl, 12 mg/dl, 195 mg/dl, 108 mg/dl, 20 mg/dl, 10 mg/dl, and 174 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. It is to be noted that the glucose values reported to have been obtained of 14 mg/dl, 12 mg/dl, and 10 mg/dl exceed the minimum value of possible glucose values for the freestyle freedom blood glucose monitor. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.